Event description:
It was reported that bd q-syte blood clots noted. The following information was provided by the initial reporter: patient on (B)(6) 2025 PICC maintenance and replacement of septum needleless closed infusion connector for infusion, (B)(6), 9:22 am given to the patient before infusion using pre-filled catheter flusher 10ml back to pumping, back to pumping blood back to the septum needleless closed infusion connector to see back to the color of the blood darker color, continue to pump back to the blood back to the pre-filled catheter flushing device, the naked eye can be seen clots of blood, immediately replace the immediately replace the prefilled catheter flusher with 10 ml and continue the infusion, report to the nurse manager, and report the device adverse event.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Characters limit is exceeded at facility name: (B)(6).

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4214913. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.